Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was attempted to be implanted. The lead was initially implanted appropriately and before hooking the lv lead with the cardiac resynchronization therapy pacemaker (crt-p), the lead dislodged. A second lv lead was attempted implanted. After hooking the second attempted lv lead to the crt-p, no capture was obtained and the lead had not moved. It was observed that the cathether moved forward and it was suspected that the chatheter and the lv lead went through the vessel. Electrodes were likely outside the vein and this explained the loss of capture. Later, blood pressure dropped and the patient required intensive care unit. Both leads were removed and plugged an lv port for now with possible plan to try an lv lead again the future. The leads have been returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was attempted to be implanted. The lead was initially implanted appropriately and before hooking the lv lead with the cardiac resynchronization therapy pacemaker (crt-p), the lead dislodged. A second lv lead was attempted implanted. After hooking the second attempted lv lead to the crt-p, no capture was obtained and the lead had not moved. It was observed that the cathether moved forward and it was suspected that the chatheter and the lv lead went through the vessel. Electrodes were likely outside the vein and this explained the loss of capture. Later, blood pressure dropped and the patient required intensive care unit. Both leads were removed and plugged an lv port for now with possible plan to try an lv lead again the future. The leads have been returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was attempted to be implanted. The lead was initially implanted appropriately and before hooking the lv lead with the cardiac resynchronization therapy pacemaker (crt-p), the lead dislodged. A second lv lead was attempted implanted. After hooking the second attempted lv lead to the crt-p, no capture was obtained and the lead had not moved. It was observed that the catheter moved forward and it was suspected that the catheter and the lv lead went through the vessel. Electrodes were likely outside the vein and this explained the loss of capture. Later, blood pressure dropped and the patient required intensive care unit. Both leads were removed and plugged an lv port for now with possible plan to try an lv lead again the future. The leads have been returned for analysis. No additional adverse patient effects reported.